Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic with high and out of range pacing lead impedance and loss of rv capture. The patient was lost to follow up. The rv lead was capped and replaced.